Event description:
Add'l info rec'd from MFR 09/12/03: the catalog number listed in the medical device report is "unk". Depuy's complaint record has the device identified as "xxxxxxxxx", and described as "tri fem hd +5". The manufacturing lot number listed in the medical device report is "unk".

Event description:
Pt having hip prosthesis. Depuy trial head fell off and was unretrievable. Surgeon attempted to locate trial head but unable (fell behind acetablum) (surgeon spent approx 45 mins trying to retrieve it). Felt at this point it was to risky to retrieve it.